Event description:
Customer alleges one of the back wheels blew off and the front wheels are starting to split. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 65851r, serial number/date code and age of device are unknown at this time. The owner's manual part number 1148077 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer brought in her 65851r rollator, mentioned that she was just walking around when the rear caster went. The dealer noted that the front casters were starting to split too. The consumer told the dealer that she twisted her ankle but did not seek medical attention. The rollator is to be returned to invacare for an inspection and evaluation.